Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated dexcom g6 pairing failures limited to the ilet, with intermittent loss and reappearance of glucose values despite the g6 remaining connected and displaying glucose on the dexcom mobile app; troubleshooting included re-entering the sensor code and transmitter serial number, device restarts, bluetooth status verification, and g6/g7 toggle without durable resolution. Symptoms included hyperglycemia with readings over 400 mg/dl and elevated glucose above 180 mg/dl for approximately two hours, with alerts for prolonged hyperglycemia and no reported acute sequelae. Outcomes included temporary manual blood glucose entry and no hospitalization, medical intervention, or use of backup therapy. Investigation included device history review and technical troubleshooting to evaluate connectivity and software behavior. Investigation of this case revealed a suspected communication malfunction between the ilet and the g6 transmitter consistent with a pairing or bluetooth connectivity problem, while the dexcom system functioned with the mobile device. It was concluded, based on previously established findings for similar reports, that the cause was likely a device communication issue related to bluetooth connectivity between systems. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.